Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 04.107.202s, lot: h713738. Manufacturing location: elmira, manufacturing date: sep 05, 2018, expiry date: aug 01, 2028. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: product investigation was completed. The returned va-lcp olecranon plat is strongly bent at hook in an angle of approx. 70 - 80°, consequently the plate cracked (without fragmentation) at the bending point. Additionally, are impression marks visible caused by an unknown instrument, which could be a bending pliers. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. The current technique guide describes: ¿contour the plate precisely at the level of the undercuts to avoid deformation of the plate holes.¿. Based on the visible damages, it is obvious that the implant exceeded noticeably the prescribed level, and this consequently led to the breakage. It was determined that the root cause is excessive force through the method of use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, an open reduction internal fixation surgery for the olecranon fracture was performed with a variable angle locking compression olecranon plate (va-lcp). During the surgery, the plate easily broke when the surgeon attempted to bend the plate. It was not reported how the surgery was completed. There was no surgical delay and no adverse consequence to the patient. Patient outcome was stable. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 2.7mm/3.5mm ti va-lcp olecranon pl 2h/rt/90mm-ster. This is report 1 of 1 for (B)(4).